Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03886 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2010.patient states she suffered, pain, erosion of the mesh, bleeding and damage to the vaginal wall. She had vaginal reconstruction surgery (date is unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.